Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported that half of the (uim) user interface module touchscreen is freezing on the avea ventilator. The customer stated the patient was on this unit during this event; the ventilator continued to cycle normally and the patient was placed on another ventilator with no patient harm associated with this event.

Manufacturer narrative:
Result of investigation: the device investigator stated: "I powered on the uim and the screen was blank so then I connected it to the hyperterminal to see if there was any communication. After confirming no communication, I re-programmed the boot loader. After powering on, the screen worked properly but the touchscreen was off so I tried to calibrate the touchscreen but the issue was not solved. The screen is slightly cracked so I took pictures of that. I used a known good pcba control board on the front panel and there was still the same issue with the touchscreen." Findings/root-cause: damaged front panel. Disposition: move to factory service to have front panel replaced.